Event description:
It was reported that device interrogation revealed an alert for possible high voltage circuit damage. Low, out of range, high voltage impedance was noted. A capacitor maintenance was unsuccessful. The patient had undergone an unrelated heart surgery the night before. A magnet was placed over the device for the procedure. Device replacement was recommended. The physician will monitor and determine at a later date if system needs replacing. The patient was in good condition in his own spontaneous rhythm.